Event description:
Implant didn't achieve osseointegration, primary stability was achieved, no thread tap used, complication in site preparation (implantation 8 weeks after extraction), inadequate bone quality/quantity, mobility.